Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that no audio output occurred. On (B)(6) 2024, the patient did not hear any alerts from the continuous glucose monitor (cgm) telling her she was low. The episode occurred after the sensor had been inserted in the arm. On the evening of (B)(6) 2024, the patient's cgm alarmed at 74 mg/dl. She acknowledged the alert and went to treat herself by eating bread with peanut butter. She did not take a fingerstick (fs) for comparison. It was not specified nor clarified whether she experienced symptoms at that time. The patient went to bed after eating but she cannot remember what her cgm reading was before going to bed. All she knew was that the display device was no longer re-alerting for low, so she decided to go to sleep. A few hours later, she had a seizure. Her boyfriend checked her with fs and got 42 mg/dl. The patient did not hear any alerts from the cgm telling her she was low. They also did not notice what the cgm reading was when her fs was 42 mg/dl. The patient's daughter called paramedics and when they arrived at around 2 am she was tested again wherein they got a blood glucose (bg) of 39 mg/dl. By this time, they did not have any idea what the readings on patient's cgm were because they did not bother checking it anymore. The patient's family did not know exactly what treatment was given to her by the paramedics, but they said she was given an IV and a "foamy sweetener" as patient described it. When they arrived at the hospital, her unspecified pump and sensor were removed and she was given ativan, keppra, glucose paste and underwent CT scan. Apart from these, the patient and daughter did not know what other treatment was given. Her sugar went back to normal, and the patient stayed at the hospital for 2 more days. At the time of the report, after discharge, the patient was still feeling sick. Data was evaluated and data analysis could not determine the no audio alert on the mobile app. It was noted in the investigation window that there was no data related to the mobile apps audio output from the evening of 01/12/2024 through all of (B)(6) 2024. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.